Manufacturer narrative:
(B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent an open reduction internal fixation (orif) of the femur to treat a fracture. The patient was implanted with devices from both the trochanteric fixation nail advanced (tfna) system and the trochanteric fixation nail (tfn) system using tfna instrumentation. The patient was implanted with a tfn nail and a tfna helical blade. Upon insertion, the helical blade was removed and a shorter 95mm helical blade was implanted. The surgeon had difficulty advancing the set screw although eventually it was advanced. The connection between the insertion handle and the tfna nail was reported as not being a good fit although the instrument was used for its intended purpose. The tfna nail was locked distally although some difficulty was reported. There was a five (5) minute delay due to switching the larger helical blade for a smaller device. No harm was reported to the patient. The procedure was successfully completed. Post-operatively it was confirmed the patient was implanted with a prior generation tfn nail with a tfna helical blade. The off-label use was then discussed with the surgeon. This report is for one (1) tfna helical blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient date of birth was not provided for reporting. Correction made to change tnna nail to tfn nail device was not implanted/explanted. Upon insertion, the helical blade was removed and a shorter 95mm helical blade was implanted at the surgeon's discretion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon insertion, the helical blade was removed and a shorter 95mm helical blade was implanted [at the surgeon's discretion]. The connection between the insertion handle and the tfn nail was reported as not being a good fit although the instrument was used for its intended purpose. The tfn nail was locked distally although some difficulty was reported.